Manufacturer narrative:
The kit's lot number was not provided for a specific investigation. The sample was not returned for further testing, no additional information such as medical history was provided. A review of complaint trends reveal that all of the determine (B)(6) lots are performing according to label claims. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that all device lots are performing within labeled claims.

Event description:
(B)(6) results (not specified as (B)(6)) were reported on a sample tested with the alere determine (B)(6). There is insufficient information to determine if a malfunction occurred. Lot number is unknown. The patient's gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere scarborough, inc., however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere scarborough, inc. ((B)(4)).